Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for this lot. The may 2007 15-month speedband superview super 7 product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The customer's complaint has been confirmed. A visual examination of the returned handle revealed that the trip wire was properly installed on the handle. The thread was attached to the loop on the end of the wire and was intact, indicating that the handle functioned properly during the procedure. A visual inspection of the returned ligator revealed five remaining bands on the head; these bands were partially deployed with none of the bands seated in their original position. The teeth of the ligator head were damaged; the damaged ligator teeth ultimately lead to bands deployment failure. Once a band fails to deploy, none of any remaining bands will deploy. A functional check of the returned device could not be performed due to its condition as received. The root cause of the damage to the teeth could not be determined.

Event description:
It was reported to boston scientific corporation in 2007, that during an esophagogastroduodenoscopy procedure using a speedband super view super 7 on a 67 year-old male pt, "the bands would not deploy". The physician successfully deployed "one band outside [the] body to test"; however, when attempting to deploy the bands inside the body "the bands would not deploy". The physician stated that upon closer inspection of the device, he noted that the "bands were overlapped". Another speedband was used to successfully complete the procedure. The pt sustained no injury or complications as a result of this event.